Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer needed assistance with replacing infusion sets. Customer stated that 3 sets were not able to be primed and led to no delivery alarms. Customer reported that the alarm was resolved by a complete set change. Customer does no want to return the set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.